Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The case event and patient event file were sent to rse without further information provided. A philips clinician has reviewed the patient event file, as well as the issue reported by the customer, ¿the shock energy seemed too high during a patient use event.¿ as detailed below, a single shock was delivered by the device, following a user energy selection of 6 j. The actual energy delivered to the patient was 5.41 j. A philips service engineer completed performance assurance testing (operational check) and a device log file review, both with no fault found. Et 00:00:22 ¿ manual mode selected. Et 00:00:24 ¿ internal paddles applied. Et 00:00:24 ¿ ECG acquired ¿ source internal paddles. Et 00:00:38 ¿ energy selected ¿ 6 j . Et 00:00:41 ¿ shock 1 delivered. Energy 5.41 j. Patient impedance 29.3 ohms. Et 00:00:41 ¿ internal paddles removed from patient. Et 00:00:41 ¿ unable to analyze (no ECG source). Et 00:12:30 ¿ internal paddles applied. Et 00:12:49 ¿ internal paddles removed from patient. Et 00:12:49 ¿ unable to analyze (no ECG source). Et 00:14:12 ¿ internal paddles applied. Et 00:14:21 ¿ internal paddles removed from patient. Et 00:14:21 ¿ unable to analyze (no ECG source). Et 00:40:41 ¿ monitor mode selected. Et 00:40:42 ¿ device off. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that surgeon thinks the shock was too high. Device was in clinical use at time of event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: type of reported complaint in this follow up report has been updated from serious injury into product product.

Event description:
The user is stating the shock energy seemed too high during a patient use event. The patient survived. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.